Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly onkos received an explanted components from a revision surgery. The reason for the revision surgery is unknown, but the tibial hinge component's stem was fractured.